Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the stylus did not navigate properly on the touch screen and the bezel shield assembly was replaced to resolve and recalibrated the stylus to the touch screen. Additionally the hard drive was reconfigured and the software reloaded and updated. The device passed final functional and system tests and no other anomalies were found.

Event description:
It was reported that the user was unable to navigate properly on the programmer's touch screen after the programmer was powered up. It was noted that the stylus touch pen was changed out several times but the situation did not resolve. The programmer was unresponsive to the touch pen. It was also requested that the programmer receive a test and calibration procedure. The programmer was returned for service. No patient complications have been reported as a result of this event.